Manufacturer narrative:
Abbott molecular is planning to issue a customer letter to inform all m2000rt customers of this issue. In addition, the next software version (ver 5.0) will correct this issue. The complaint investigation confirmed that the m2000rt contains a problem whereby the user can sort a column on the calibration or control grids of the test order screen by double-clicking the column header and unknowingly cause a mismatch between specific concentration values and the designated calibrators and controls in the final results. After sorting, the data is displayed correctly and the customer would not notice this software mismatch issue. This problem manifests itself only when a customer creates test orders manually with m2000rt. Sorting on the m2000sp does not cause this problem. With this in mind, customers that import test orders from the m2000sp to the m2000rt would not experience this problem as this screen is not present when the test order is imported. Am product support reviewed customer complaints and customer logs to determine the probability that this would occur. Based on their investigation, they found only one occurrence of this problem (i.e. The identified complaint). This investigation indicates that it is highly unlikely that customers sort the columns on the test order screen. In addition, the am software r&d group reviewed the software and concluded that this issue is present on all m2000rt software releases, and it applies to the following assays: abbott realtime hiv-1(controls: neg, lopos, hipos; calibrators cal a, cal b). Abbott realtime hcv(controls: neg, lopos, hipos; calibrators cal a, cal b). Abbott realtime hbv(controls: neg, lopos, hipos; calibrators cal a, cal b). Abbott realtime cmv(controls: neg, pos; calibrators cal a, cal b). Additionally this issue could affect the following: the following open mode protocols: protocol v, the impact is only calibrators as controls do not have values assigned. M2000 open 0.5ml dna plasma dna virus, the impact is only calibrators as controls do not have values assigned. M2000 open 0.5ml dna plasma cmv, the impact is only calibrators as controls do not have values assigned. Quantitative laboratory defined applications (lda). Impact on product functionality: for non-lda calibrators, the impact of the mismatch between specific concentration values results in a failed calibration curve. This failure would be identified with a 4446 error code. M2000rt operations manual (200680-104, page 10-42) provides instructions for addressing this error as follows: code: 4446; message: calibration curve validity check failed. Offset is out of range. Probable cause(s): calibrators misidentified, calibrator concentration entered incorrectly, sample preparation error. Corrective action(s): recalibrate assay confirming calibrator identification and concentrations are correct. For non-lda controls, the impact of the mismatch between specific concentration values results in the possibility that the hi positive will not have any ranges applied, and it will pass if the cycle number is reactive (resulting in an unidentified failed control). For quantitative lda assays, the impact of the mismatch is the potential to calculate results based on an inversed calibration curve or report results that may not have any ranges applied (for an assay with no slope or intercept validity on the calibration curve). Laboratory-defined applications are not validated by abbott laboratories and require user validation for use with a specific diagnostic application. In the USA, the m2000 system is cleared only for combined m2000sp + m2000rt use. However, the customer still has the option to enter test orders manually on the m2000rt rather than import them from m2000sp. This lowers the probability that this problem would be experienced by USA customers, but does not eliminate the possibility. Summary: this deficiency has the potential to impact patient results in any of the following ways: sorting of the calibration grid: delay of results by 1 day because the results need to be rerun based on a failed calibration curve. Inaccurate reporting of quantitative loa assay results because they were calculated based on an inversed calibration curve, if there were no validity checks for the calibration curve. Laboratory-defined applications are not validated by abbott laboratories and require user validation for use with a specific diagnostic application. Sorting of the control grid: inaccurate reporting of hiv, hcv, hbv, or cmv results if the positive control was out of range but not flagged so patient results were not flagged. Note: lda quantitative control ranges are based off pre-defined concentrations and not concentration entered at time of test order. The concentrations are not displayed and will therefore not get flipped.

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The abbott m2000rt is an automated system for performing fluorescence-based pcr to provide quantitative and qualitative detection of nucleic acid sequences. A customer in south korea tested abbott realtime cmv in open mode with m2000 protocol v two times in a day. Abbott realtime cmv is not commercialized in the USA. The first run was completed without any errors, but error code (ec) 4446 - calibration curve validity check failed. Offset is out of range ¿ was displayed for the second run. When the customer checked the log file he found the calibrator concentration was configured reversely. However the operator said he didn't enter the calibrator's concentration when he ordered the second run but just selected the lot number. No injury was reported.

Manufacturer narrative:
On june 19, 2012 it was discovered that the dates included in the original MDR report were missing or incorrect. More precisely: in the original report the following information was provided: please note that the aware date (7/20/2011) that was initially reported is correct as this is the date that the malfunction was confirmed.